Event description:
It was reported that subsequent to the implant of a protegen sling, the pt experienced burning, pain, and bleeding for over two years. The pt was told that the pt had lesions behind the pt's bladder and the device was removed. The device was not returned for eval.

Event description:
Additional info received from the pt included that she experienced urinary tract and yeast infections and weight loss. The pt also reported that a hysterectomy, cystocele repar and rectocele repair were done at the time of the implant. Co's diretions for use outline as potential complications: "infection..."